Manufacturer narrative:
The ge rep conducted an onsite investigation. The pcb's were reseated and the plugs and chips were resecured. The system was tested and is now operating as intended.

Event description:
The customer reported that the 6600 system would cut out while printing and taking images. No pt injury was reported.